Event description:
It was reported the patient presented at the hospital due to nosebleed, where treated and discharged. Later, the patient passed away on (B)(6) 2019. Cause of death is unknown as no autopsy has been done. Reportedly, this issue is not related to the device or procedure.